Manufacturer narrative:
Investigation into this complaint included a quality data review and a complaint history review. Investigation is summarized as follows: quality data review: corrective and preventative action (CAPA) / non-conformance (nc) review did not identify any records that are related to this issue. Complaint history review: complaint history review showed that over the last two years, elevated complaint ticket, under investigation as part of this report and 2 additional tickets were the only tickets found related to the realtime sars-cov-2 amp kt ce, ln 09n77-90, lot 505627, found with discrepant results. There is no indication that the abbott realtime sars-cov-2 assay (list 9n77) is performing outside of established design performance specifications. There have been no complaints dispositioned as confirmed (i.e. A product deficiency was identified) for discrepant results for abbott realtime sars-cov-2 assay (list 9n77). Thus, based on the results of this investigation, no product deficiency was identified for the m2000rt instrument, ln 09k15-01, serial number (B)(6) or for the realtime sars-cov-2 amp kt ce, ln 09n77-90, lot 505627.

Manufacturer narrative:
Complaint investigation will be performed. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that abbott realtime sars-cov-2 amplification reagent kit (list 9n77-90) is similar to the abbott realtime sars-cov-2 amplification reagent kit (list 9n77-95) sold in the united states. Ticket does not reference a us list 9n77-95 lot number.

Event description:
Customer reported that the abbott realtime sars-cov-2 assay completed on (B)(6) 2020 had 3 detected samples with very weak amplification. The customer repeated these 3 samples on the cepheid genexpert and they were not detected. The molecular application specialist (mas) downloaded the log files and confirmed that the 3 positive samples generated a cycle number (cn) and passed the mr (max ratio) cutoff to be called a positive. However there was a step up in the reference dye (rox) in the same wells, which may have affected the baselining of the target signal (fam). There was no impact to patient results based on the false positive. The results were not reported outside the lab. The customer performed a confirmation test on another platform (genexpert infinity) because the curves did not look typical, and it was negative. The field service engineer (fse) performed troubleshooting on the system (lamp cable, lamp socket and lamp replaced), and optical calibration was completed 7/10/2020. Lamp cable was noticed to be discolored hence it was replaced. Logs were monitored, but 'steps' and noise were still visible in the run on (B)(6) 2020. Additional troubleshooting identified that there are other instruments being run on the same bench that houses the m2000rt; ambassador warned that the vibrations from these other systems could be a concern. Additionally, troubleshooting included the quality of secondary tubes. Customer has moved to using only the abbott mastermix tube and stated that their runs look better. Customer did experience 2 more samples had a step up in (B)(6) 2020, that were negative on cepheid. The fse changed the block per the service manual. There was no report of impact to patient management. This incident is being reported to FDA because the incident occurred in (B)(6) using the realtime sars-cov-2 assay, list number 9n77-90, which is the same/ similar to the realtime sars-cov-2 assay, list number 9n77-95, which received FDA eua approval.